Event description:
On (B)(6) 2024, senseonics was made aware of an incident where the cap on the sensor broke off during removal procedure.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
Visual inspection of the returned sensor revealed that the end cap was separated from the sensor. As per the case information, the hcp confirmed that all sensor pieces were successfully removed from the patient. The root cause of fracture of sensor during removal is potentially excessive force on the removal clamps grabbing an extremity or part of the sensor. In some cases, the patient's tissue at insertion sites may encapsulate the sensor, obstructing its removal. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor. Sensor breakage during removal is a known and anticipated potential adverse effect and eversense e3 user guide mentions about it under "risks and side effects". This incident does not require any further investigation. B4.date of this report 16 may 2024. G3.date received by the manufacturer? 16 may 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 4310.